Manufacturer narrative:
Section age or date of birth, weight, ethnicity: not applicable, as there was no patient involvement. Section implant date: if implanted, give date: not applicable, as there was no patient involvement. Section explant date: if explanted, give date: not applicable, as there was no patient involvement. Section initial reporter name and address:: telephone number: (B)(4). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) loaded in the inserter and was stuck in cartridge. The haptic kinked and cannot be deployed/implanted. There was no patient contact with the product. No other information was provided.